Event description:
It has been reported to philips that the system did not fully boot up. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not power on. Upon functional testing, the fse found that the software was corrupted. To resolve the reported issue the fse upgraded system software from 2.2.3 to 2.2.7 and reloaded the system configuration back-ups. After reinstallation of software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.